Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The patient recovery from the reported event was indicated to be (B)(6) 2017. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported corneal edema, conjunctival congestion and eye pain in an eye following an intraocular lens (iol) implant procedure. The patient was treated with lowering intraocular-pressure eye treatment. Symptoms recovered. The lens remains implanted.